Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided. UDI not provided. Occupation of initial reporter not provided.

Event description:
According to the reporter, three days after the procedure, the patient was having dressing changed when some pus secretions was found around the cut. The suture has been removed and the patient accepted anti-infective therapies.